Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead. Visual analysis: it was noted that the helix lobe was distorted/bent.

Event description:
It was reported that at implant, the lead was not used due to positioning difficulty and repeated dislodgements. The device was not implanted. No patient complications have been reported as a result of this event.